Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed low battery alert after 1 to 2 weeks of use. Customer also reported that the insulin pump alarmed failed battery test and weak battery as well. Customer's blood glucose reading was between 95-100 mg/dl. Troubleshooting was done. Customer was advised to clean the battery cap and replace. However, customer was not able to complete troubleshooting. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Advised customer to replace the pump.